Event description:
Caller's family member had taken insulin, eaten food, and went to bed. The family member had a reaction and their blood glucose was measured at 138 using the freestyle. The family member was given juice twice, along with a peppermint, after this the paramedics were called and they got a blood glucose reading of 98 with their meter. The meter type used by the paramedics is unknown. The control test for the suspect meter came into range, eventhough the solution was expired.